Manufacturer narrative:
.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Due to a vent inop occurrence during service, the field service engineer reported an air valve lift off failure. No patient involvement was reported.